Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 500 mg/dl. The patient was very sick and was vomiting. For treatment, the patient was given diagnostic tests and received fluids. The cannula was bent, while wearing the pod longer than 48 hours on the abdomen. The pod was discarded and the patient is still in the hospital.